Event description:
The pt reported charging issues between the implant and the external equipment. An advanced bioinics representative performed device evaluation. The problem was confirmed. The pt was implanted with a new advanced bionics spinal cord stimulator.